Event description:
It was reported that prior to a cryo ablation procedure, the dilator was unable to be inserted into the sheath. It was noted that "it was too hard and not clicking in place". The sheath was replaced and the same issue occurred. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012815587 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 4 inches from the tip. The inspection identified discoloration in the distal shaft area. The insertion of dilator into the sheath was performed and the dilator luer was unable to be locked to the sheath. Further inspection under the microscope identified that the dilator luer was damaged. In conclusion, the issue of the dilator unable to be inserted and not locked into the sheath was confirmed through testing. The sheath failed return inspection due to the dilator luer damage and a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.